Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2016 with the following findings. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found an unexplained power interruption. No damages were found with the battery cap or compartment. The contact measurements of the battery cap were within specifications. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any call service alarms or power interruptions. Pump casing was opened and no damages to the power circuit were found. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that there was no evidence of moisture or corrosion in the pump and they were unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.